Event description:
One day following an uneventful endometrial ablation, pt admitted to hosp with endometritis. Pt was treated with antibiotics and released the following day. No surgical intervention was required.